Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. A spectranetics lld ez lead locking device (lld ez) was inserted into the ra lead, and a cook medical liberator locking stylet was inserted into the rv lead, to provide traction. Beginning with a spectranetics 12f glidelight laser sheath on the rv lead, the liberator slipped off the lead and was re-inserted, with stalled progress occurring near the innominate region. Switching to a 14f glidelight, advancement was made to the superior vena cava (svc) region. Then, using the 14f glidelight on the ra lead, the lld ez slipped out of the ra lead and was re-inserted. The glidelight advanced to the svc region, when the patient's blood pressure dropped, and a pericardial effusion was confirmed. Rescue efforts began, including pericardiocentesis, percutaneous cardiopulmonary support (pcps), and thoracotomy. A perforation at the bottom of the svc was discovered and repaired. The leads were remove post-thoracotomy with a cook medical evolution mechanical dilator sheath. The patient survived the procedure. This report captures the 14f glidelight in use in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient date of birth unk. A3b.): patient gender unk. A4): patient weight unk. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unknown. D4): device serial number unk. H3): the glidelight was not returned, thus no returned product investigation was performed. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.